Event description:
Prepping left arm for IV insertion. Chloroprep was used to prep site. There was cracked glass tube in the chloroprep. Cleansed the site and noted bleeding at the site immediately afterward.